Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for gel smearing / poor barrier separation with the incident lot was not observed. The barrier observed in the photo is satisfactory. Additionally, 4 retention samples from bd inventory were evaluated by functional testing, each drawn with horse blood, mixed, centrifuged at 1300g for 10 minutes, and no issues were observed relating to gel smearing / poor barrier separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes gel smearing / poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes that there gels on the walls of the tube and poor barrier separation of sample. This gel smearing event occurred 200 times. The poor barrier separation event occurred 200 times. The following information was provided by the initial reporter. The customer stated: there was ¿gel in the walls."